Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: je2100, ka7045, gg2654, jb2984. A review of the batch manufacturing records for the batch lot gg2654, je2100 and ka7045 was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent a fracture reduction procedure (B)(6) 2016 and suture was used. The patient developed surgical site infection within a week interval. The hospital tested related materials and found some product had no problem and some that had bacteria displayed. The hospital will conduct additional testing and have stopped using the product. The cause of the infection is unknown. The patient has been discharged. Additional information will be requested.

Manufacturer narrative:
The actual device batch number associated with this event is not known. A review of the batch manufacturing records for the batch lot jb2984 was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 02/03/2017. It was reported that the patient underwent a fracture reduction procedure in (B)(6) 2016 and suture was used. The patient developed surgical site infection around (B)(6) 2016. It was reported that the hospital tested sutures several times, however it was finally tested without problem and it was opined that the event may have relation to sutures or medical consumed materials, but according to final testing, they consider this issue has no problem with the suture. Additional information was requested and the following was obtained: date of index surgical procedure unknown. The diagnosis and indication for the index surgical procedure? Tibial fracture reduction surgery. What were current symptoms following the index surgical procedure? Onset date? Surgical site infection. Other relevant patient history/concomitant medications: unknown. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) the patient¿s info is unknown. Date - time of onset of infection from the surgical procedure? Detailed info is unknown, around (B)(6) 2016. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown. Were cultures performed on the surgical site? Results? Yes, the sutures and other medical consumed materials were tested in lab, the sutures were tested several times, however it was finally tested without no problem. What are the results for culture testing on the representative samples? The sutures were tested several times, however it was finally tested without no problem. What medical intervention was performed? Results? Unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event. May have relation to sutures or medical consumed materials, but according to final testing, they consider this time issue has no problem with suture.

Manufacturer narrative:
Date sent to FDA: 1/17/2017.